Manufacturer narrative:
Explant date has been updated. H6 health effect - clinical code was updated from e2321 to e2403.

Manufacturer narrative:
H6 component code updated fro g04105 to g07003. The investigation for the suction issue has been completed. The cause of the suction was not determined due to lack of data logs and product returned.

Event description:
The user facility reported a 43 year old male was implanted with a impella 5.5 for support during a high risk cardiac procedure. It was reported that the patient had some suction and impella position unknown alarms this morning. The team did a point-of-care ultrasound which showed impella slightly deep. They pulled back 2 cm with new measurement at hub of 42cm and was previously 44cm. No atrioventricular to inflow measurement recorded yet.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.